Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023. D6b: explant date: 2023.